Event description:
School nurse stated that the insulin pump alarmed no delivery during the lunch bolus. The blood glucose reading is 203 mg/dl. Nurse also stated that she noticed a knot in the infusion set and the insulin pump did not alarm no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.